Manufacturer narrative:
Two customer samples were received for evaluation. The samples were evaluated for IV needle retraction and lockout with no defects identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7026501. Based on the investigation results, no root cause from the manufacturing process was identified as a contributor to the reported failure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 21 g x 0.75" bd vacutainer® ultratouch¿ push button blood collection set did not retract all the way post use and a needle stick injury occurred. Post-exposure prophylaxis was administered resulting in employee being off sick for 2 days.